Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Abbott field service (fs) investigated the issue on site and replaced a used leaking bellows, this resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c16000 analyzer, list number 03l77, was identified.

Event description:
The customer observed falsely decreased calcium results while using the architect c16000 analyzer. The customer provided results: sid (B)(6): initial 1.45 mmol/l, retest 2.34 mmol/l; sid (B)(6): initial 0.61 mmol/l, retest 2.51 mmol/l; sid (B)(6): initial 1.43 mmol/l, retest 2.29 mmol/l; the results were not reported from the laboratory. There was no impact to patient management reported.